Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the right coronary artery (rca) to the posterior lateral ventricular (plv) branch. The physician advanced a 2.5 x 20 mm rx trek dilatation catheter and a 3.0 x 20 mm rx trek dilatation catheter to the target lesion, advancing through previously implanted stents. Dilatation was performed and the 2.5 x 18 mm xience xpedition stent delivery system was advanced into the patient anatomy. Resistance was met and the physician applied force; however, the device was unable to cross through the previously implanted stents. The device shaft kinked at a location outside the patient anatomy and was removed without resistance. However, during removal, the shaft of the device separated at the kink and the separated segments were removed without difficulty. A 2.5 x 18 mm xience xpedition was then advanced and the same occurred. The separated segments were removed without difficulty. A 2.5 x 23 mm vision was then advanced and was unable to cross. The device was removed without difficulty. A 2.5 x 12 mm xience xpedition was then advanced and was unable to cross. The device was removed without difficulty. A 2.5 x 15 mm xience xpedition was then advanced and was able to cross. The stent was deployed. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The kink and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / to delivery system components. Based on the reviewed information, no product deficiency was identified. The other device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the right coronary artery (rca) to the posterior lateral ventricular (plv) branch. The physician advanced a 2.5 x 20 mm rx trek dilatation catheter and a 3.0 x 20 mm rx trek dilatation catheter to the target lesion, advancing through previously implanted stents. Dilatation was performed and the 2.5 x 23 mm xience xpedition stent delivery system was advanced into the patient anatomy. Resistance was met and the physician applied force; however, the device was unable to cross through the previously implanted stents. The device shaft kinked at a location outside the patient anatomy and was removed without resistance. However, during removal, the shaft of the device separated at the kink and the separated segments were removed without difficulty. A 2.5 x 18 mm xience xpedition was then advanced and the same occurred. The separated segments were removed without difficulty. A 2.5 x 23 mm vision was then advanced and was unable to cross. The device was removed without difficulty. A 2.5 x 12 mm xience xpedition was then advanced and was unable to cross. The device was removed without difficulty. A 2.5 x 15 mm xience xpedition was then advanced and was able to cross. The stent was deployed. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.